Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error 4. The reporter alleged multiple error 4 with "it working right away", and other times, "it takes 3-4 test strips to get a blood glucose sample". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2014)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2014 with the following findings: the reported complaint was observed on the error log, however, no message was observed during control solution testing. Pa was unable to reproduce the complaint. The test strips were evaluated and the primary complaint was not confirmed, however, a secondary issue was observed that more test strips existed in the vial than expected. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.